Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. The cause was found to be a failed speaker. Evaluation of the rear case assembly found there to be no audio from the speaker when attached to a pump; however when the speaker cone is press slightly there is audio. When the case hardware was installed there was intermittent (distorted) audio. The speaker was removed from the backflex and rear case for further evaluation which found the one side of the coil wire to be broken internal to the speaker causing an intermittent connection. The rear case which contains the speaker was replaced. Additional information: not audible alarm, loose or intermittent connection.

Event description:
It was reported that a spectrum pump had no audio. It was also reported there was no patient involvement.